Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that for 2 infusion sites where the insulin soaked the adhesive instead of going in. No further information available.